Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what was the indication for surgery? No information. What heat management techniques were utilized throughout the procedure? This device was used with omentectomy and #8 and #12 dissection. The doctor said he didn¿t know whether forceps or harmonic device damaged the portal vein. Was the convert to open to correct the bleeding? Yes. Was it the main or a branch of the portal vein that was damaged? No information. Had the duodenum already been divided when the bleeding began? Yes. Were there any issues noted with the device during the procedure? No. Were there any error messages on the generator? No information. Additional surgical intervention: convert to open.

Event description:
It was reported that during a lap gastrectomy, ace+7 was used in an operation of ladg on (B)(6) 2016. The portal vein was damaged during the dissection, then, the operation changed to an abdominal surgery. The bleeding was stopped by a suture. The current patient status was doing well. The dr. Commented that it was unknown that the portal vein was damaged by ace+7 or maryland. At 9:00, entered the operation room. The operation time planned 5 hours. At 9:30, started the operation; at 13:30 started #12 dissection. Tried to stop oozing with maryland forceps in the left hand and an aspirator in the right hand. Bleeding did not stop. Then, an astriction was done with gauze which was hold by claw che forceps. When rubbed the affected part by gauze, bleeding became excessive. Then, when checked the hemostasis point with an aspirator, bleeding at the portal vein was confirmed. At 13:45, pressed the affected part by gauze for a while, then, it was directed to change to an abdominal operation. A transverse abdominal incision was done. A hemostatic suture was done. At 16:00, the operation was done.